Event description:
Additional information: while preparing to administer an IV infusion to a patient, it was discovered during the priming process that the newly opened u-tube of the indwelling needle was damaged and leaking fluid.

Manufacturer narrative:
Additional information: (b.5.) Added event details. Investigation results: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the defective sample has not been returned, the relevant tests cannot be performed, and the damage condition of the extension pipe cannot be identified, so the fundamental cause of the fracture in the extension pipe cannot be determined. The plant will continue to pay attention.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm tubing defective / damaged.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.